Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) into the protective sheath during preparation prior to patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. If significant pressure is inadvertently applied during removal of the protective sheath, the stent implant can sustain mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. Without the device to examine, no determination can be made as to the root cause of the reported discrepancy.